Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The event history log (ehl) review was performed and revealed that no infusions were programmed on the customer-reported event date of (B)(6) 2020. Review of the infusions programmed during the last day of customer use revealed no abnormalities. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate testing, the flow rate was "lower than what it supposed to be". The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.